Manufacturer narrative:
The reporter indicated that an unknown model implantable collamer lens was implanted into the patient's left eye (os) on an unknown date. A planned lens exchange due to high vault was reported. Lens remains implanted. Attempts to obtain additional information have not been successful. Model number, serial number, expiration date, UDI should be omitted for correction. Manufacturer date: should be omitted for correction. Lens work order search required but unable to be performed due to lack of serial number. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -7.00/2.0/071 (sphere/cylinder/axis) was implanted into the patient's left eye (os). A planned lens exchange due to high vault was reported . Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.